Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to femoral periprosthetic fracture. A head and liner were exchanged. The accolade tmzf stem was retained and cables added. Rep confirmed there were no allegations against the revised head or liner and that no further information will be released by the hospital or surgeon.